Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2018 after receiving two appropriate shocks. The next day, the patient experienced ventricular tachycardia and the device failed to shock the patient multiple times due to low, high voltage lead impedance. The patient received an external shock and in a stable condition. The physician plans to perform a lead revision. No further information is available at this time.